Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revised total knee for infection and loose components. Tibia and femur were loose. Infection reported by surgeon, unknown if clinically confirmed or identified.

Manufacturer narrative:
An event regarding loosening and infection involving a triathlon baseplate was reported. Loosening was confirmed on review of the provided x-rays by a clinical consultant. Infection was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-ray by a clinical was rejected due to insufficient being provided. The review did confirm the loosening but not to root cause of this loosening . Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: loosening was confirmed on review of the provided x-ray however the root cause could not be determined. Infection was not confirmed. Additional information needed such as primary and revision operative reports, serial x-rays and examination of explanted components are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Revised total knee for infection and loose components. Tibia and femur were loose. Infection reported by surgeon, unknown if clinically confirmed or identified.